Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Information added to the field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the events could not be identified. However, it is likely that poor communication occurred due to cable failure and the image was not displayed. The cable failure occurred likely because water penetrated inside due to damaged connector and also the cable was flooded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head¿s image did not appear, there was no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image displayed on the monitor due to a faulty cable. Additionally, there was a failed leak test on the video scope socket and a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.